Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported it had been 2 years since they were implanted with their device and the pt noted the device was supposed to reduce the pain signals from going to their brain by 50%, and it had been 2 years and they were only getting no more than 10% of pain relief; issue began since implant. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023 additional information was received from a healthcare provider (hcp). Caller reported that the patient's spinal cord stimulator was "not working out for him". Caller stated she does not know who the local mdt rep was, and she doesn't believe the patient knows who their rep was either. Technical services (ts) reviewed that patient was provided with a number for paging someone at mdt (ts believes this is for nas to page a local rep), or their hcp for possible re-programming needs. Ts transferred caller to nas. On (B)(6) 2023 additional information was received from the patient (pt). The pt called back and repeated that he was not getting relief from his stimulation programming and he was not sure what to do. Pt stated he tried to call his healthcare provider (hcp) and they did not know who the rep was. Patient services (ps) is sending a message to the local field reps regarding pt call. On (B)(6) 2023 additional information was received from the patient (pt). The pt reported the controller is not working properly. The pt cannot recharge battery "into my body" whether the recharge is on or off. It is on "stand still position." The issue has not been resolved. Weight was reported. On (B)(6) 2023 the patient provided controller serial number. Patient reported their implant surgery took 4 hours. Patient reported that after being implanted for 1.5 years their pain is still the same. Patient reported the controller says "looking for device" then "no device found" and to "try again" and patient described passive recharge numbers. After 10 minutes the controller will shut down. Patient learned to disconnect the battery, and now it shows on screen "no continuation" after that. Patient reported at this point they have given up and was given a "raw" deal..